Event description:
Reporter alleged blood glucose read 62 mg/dl and lab measured 31 mg/dl within 45 minutes however no treatment was given to the pt as a result. It was reported controls were tested and within range however no values could be provided. A request was made for the return of the suspect product and replacement product was sent.